Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, approximately 10 months after implant placement. The bone quality was type iii. The oral hygiene around implant site was poor. Bone resorption and peri-implantitis were observed during the removal surgery. Bone augmentation material was used in implant placement surgery. The patient will need another surgical intervention.